Manufacturer narrative:
The customer reported that their AED is flashing red and pompting an error code of "battery replace now warning". Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 2023. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that their AED is flashing red and pompting "battery replace now warning". The AED maintenance schedule was not reported, and the battery pack expired on 11/30/2023. They did not report that this event occurred during patient use.